Manufacturer narrative:
.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms that the nail is broken. A review of the manufacturing records did not reveal any discrepancies during the manufacturing process. From the analysis conducted during this investigation, it was concluded that the nail could have fractured by fatigue cracking. Fatigue cracking is caused by repeated stresses in excess of the material endurance limit for an extended period of time. These stresses may be caused by any number of conditions including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength and poor bone quality. No material deviations in the nail were found during this investigation. A definitive root cause cannot be determined with the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that revision surgery was performed due to the patient falling.